Manufacturer narrative:
Previous driveline repairs were covered in MFR # 2916596-2021-06476. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were reviewed for evaluation for pump stopped events. The patient has had two previous driveline repairs. The patient has remained on ungrounded cable since the last repair. The patient was coughing and sneezing violently and noticed low flow on history. Upon arriving at the clinic, there were 2 episodes of pump stops and patient stated they occurred at the same time as the coughing/sneezing attacks. Technical services reviewed the log files and noted the pump stops occurred on (B)(6) 2022 at 18:01 and (B)(6) 2022 at 4:56, while on batteries. These events are indicative of a ¿phase-to-phase¿ shorting event. Considering that the external section of the driveline was recently replaced, the patient had a known ongoing short-to-shield after the last external driveline replacement, and that these events are reported when the patient is coughing or sneezing, the suspect area was likely in the internal portion of the driveline. The patient was asymptomatic during the pump stop events and the clinical team planned to discuss pump replacement options for the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information: the patient underwent a planned pump exchange on (B)(6) 2022. The low flow alarms resolved. The patient passed away on (B)(6) 2022 due to multisystem organ failure. Related manufacturer report MFR # 2916596-2022-00865.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed breaches in the insulation of the black, brown, yellow, and green wires which would have contributed to the reported low speed operation, low flow, and pump stop events observed within the submitted log file. (B)(6) was returned assembled with the driveline cut approximately 4¿ from the pump housing and the remaining distal portion of the driveline was also returned. The apical sewing ring was not returned. All parts of the inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned attached to the pump. The outflow graft and the outflow graft bend relief were returned attached to the pump. The outlet elbow was returned attached to the pump. A bend relief collar was present and secured with green suture. No evidence of developed depositions or thrombus formations were observed throughout the system. The driveline was tested for electrical continuity in the condition that it was received and failed due to an electrical connection between the metal braided shield and multiple wires (brown, yellow, and green). The layers were removed, and microscopic examination of the underlying wires revealed breaches in the insulation of the black, brown, yellow, and green wires approximately 0.0-0.5¿ from the pump nipple housing. Although a specific cause could not conclusively be determined, the breaches appeared to be the result of abrasion from the metal braided shield as a result of repetitive flexing of the driveline. The remaining segments of all wires were submerged in a saline bath solution for high potential (hi-pot) testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If any of the exposed conductors made contact with the metal braided shield while operating on a grounded power source, a short-to-shield would have resulted. If any of the exposed conductors from wires of different motor phases made contact with each other, or simultaneous contact with the metal braided shield, a phase-to-phase short would have resulted, causing the low speed operation, low flow, and pump stop events observed in the submitted log file while the patient was operating on battery power. The relevant sections of the device history records for (B)(6) original driveline, serial number (B)(6) and replacement driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6 of the IFU, entitled "patient care and management", addresses how to care for the driveline. This section notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Section 7, entitled "alarms and troubleshooting", outlines all system controller alarms (including low speed and driveline fault alarms) and the appropriate actions associated with them. The heartmate ii patient handbook, rev. C, is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 4, "living with the heartmate ii", contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. Additionally, the replaced heartmate ii lvad percutaneous lead patient instructions, rev. D, provides care instructions and important precautions regarding replaced percutaneous leads. This document cautions the user: "do not kink or bend the percutaneous lead. Check your lead often to make sure it is free of kinks or sharp bends. A kink or sharp bend in the percutaneous lead may damage the wires inside." And "allow for a gentle curve for your percutaneous lead. Do not severely bend your percutaneous lead multiple times or wrap it tightly." This IFU states to check your entire percutaneous lead (including the spliced area) for signs of damage (cuts, holes, tears). If you discover damage to your lead, report it immediately to your hospital contact person. This document also notes to pay specific attention to the ¿end¿ areas of the splice where the grey tube meets the white tube (both ends). No further information was provided. The manufacturer is closing the file on this event.